Manufacturer narrative:
(B)(4). Date sent: 8/1/2023. D4 batch #: x96h3f. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the patient suffer any adverse consequences? Did the procedure need to be converted from laparoscopic to open? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During an unknown procedure of the patient that was performed in the hospital, a shears was used. During the procedure, after the frame seal, the shears were locked in the wt function, with the blades closed. This material presented intraoperative error and the generator's own system requested replacement, unfortunately it was not possible to continue the procedure with the technique chosen by the surgeon videolaparoscopy, had to convert to conventional technique.